Event description:
It was reported that an asymptomatic patient presented in operating room for a normal device change-out. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead remains implanted. Patient condition was satisfactory after procedure.